Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event and later discharged on an unreported date. The cause of the peritonitis event was unknown. Treatment for peritonitis was unknown. It was unknown if the patient recovered or was recovering from the peritonitis event. Dianeal therapy was ongoing. No further information is available.